Event description:
It was determined by a hill-rom service technician during a between patient inspection (bpi) that the CPR lever was found to be inoperative. The technician found the cable loose which prevented CPR functionality of lowering the head section. The technician adjusted the release assembly by tightening the cable.

Manufacturer narrative:
Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.